Event description:
Tip of knife-light had crack. This time, dr. Checked stability of the tip. Dr. Thought durability of the tip no problem. Then dr. Used this product. This issue was third times. Dr. Wants to know the cause of problem.

Manufacturer narrative:
The reported incident that knife light 10/pk was alleged of issue s-18 (instrument breakage identified out of surgery) could not be confirmed. The device was not broken, it only had a visual imperfection categorized as a groove. Based on the investigation, the root cause was attributed to a manufacturing related issue. This event has been studied by (B)(4) and the three sites reach the same conclusion. It has been seen that there are several knifelight units that have a groove towards the blade. This groove is more visible when the light is turned on. Its has been check in a visual and a functional inspection that this goove does not have impact in the safety nor efficacy of the product. The resistance of the polycarbonate remains the same, even more the bending point its below this goove therefore it would not particitape in a hypothetical breaking event. Nevertheless this defect is not categorized and addressed. Therefore, (B)(4) has been raised. A review of the device history was not possible because the lot number was not communicated. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
Tip of knifelight had crack. This time, dr. Checked stability of the tip. Dr. Thought durability of the tip no problem. Then dr. Used this product. This issue was third times. Dr. Wants to know the cause of problem.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.